Event description:
Related to MFR report # 2183959-2012-00140. The pt was implanted with an ams perigee sling to treat her pelvic organ prolapse. It was reported that the pt experienced, "physical pain and suffering, has sustained permanent injury, has undergone corrective surgery."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.